Event description:
After deploying a 12 x 20 mm smart stent by physician he then pulled out the stent catheter over a glide wire noticing a marker bead left in the subclavian vein. The marker head then ended up in the heart. The pt went into v-tach and was intubated by the anesthesiologist and then sent to ICU.